Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia, on unknown date with unknown blood glucose level and was disconnected from the insulin pump for a while and insulin pump had unexpected restart, a cold reset was performed alarm after they got admitted in the hospital. Customer reported that they were able to clear the alarm. Customer able to complete rewind. Customer stated that the tempal basal was programmed before the alarm occurred. Customer stated that the insulin pump was stored or not in use for an extended period of time. The device will not be returned for analysis.